Event description:
It was reported that stent dislodgement occurred. During preparation of a 16 x 3.00 rebel stent, it was noticed that the stent was released from the catheter.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent secured between the markerbands with blood on the balloon folds. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. There is no damage to the stent. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 16 x 3.00 rebel stent, it was noticed that the stent was released from the catheter.